Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 8 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a calcified mid right coronary artery. Following predilitation with a 2.0x8mm non-bsc balloon, a 3.00 x 8 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion and was removed. A guidezilla was advanced over the wire and the 3.0x8mm synergy stent advanced once more but the stent still failed to cross the lesion. The device was removed and the physician noticed that the stent strut was broken. The procedure was completed with other devices. No patient complications were reported.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a calcified mid right coronary artery. Following predilitation with a 2.0x8mm non-bsc balloon, a 3.00 x 8 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion and was removed. A guidezilla was advanced over the wire and the 3.0x8mm synergy stent advanced once more but the stent still failed to cross the lesion. The device was removed and the physician noticed that the stent strut was broken. The procedure was completed with other devices. No patient complications were reported.